Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.   H3 evaluation: the analysis results found that four devices were returned with no apparent damage in the external components. The devices were disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   No additional information could be provided by reporter. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2021 and the absorbable straps were used. It was reported that the device could not fire further after firing six straps during surgery. The surgeon noted the first six straps could not fix the tissue and the seventh strap could not be fired. A like device was used to complete the surgery. There is no report of patient injury. There were no adverse patient consequences reported.